Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The registered nurse, (B)(6) called to report on (B)(6) 2014 the patient's blood glucose, carbohydrate intake and insulin history is as follows. She went to the hospital and was admitted for high bg and ketones present. The pod was removed and the cannula was a little kinked. The patient will be released from the hospital later today (B)(6). She did not provide any further information regarding the hospitalization or the patient's treatment.